Manufacturer narrative:
Method and results: product evaluation and results: a material analysis was performed and indicated: "the femoral component had signs of in service wear and evidence of biological fixation. The proximal end of the fluted stem fractured at the threads of the femoral component and the distal and proximal fracture surfaces." The mar concluded, "the tibial insert was observed to have scratching, burnishing, third body indentations, and embedded debris. These are common damage modes of uhmwpe. The fluted stem fractured in fatigue. Eds showed the stem to be consistent with astm f136. No significant damage was observed on the other devices examined. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined.¿ medical records received and evaluation: not performed as no medical records were provided. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During removal of the loosened mrh prosthesis; it was found that the femoral stem was broken at the threaded neck. The shaft was removed with special tools.